Event description:
The following was reported to hamilton medical ag: summary: the device failed during patient ventilation - no more operation possible.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: according to the information provided by the complainant the device could no longer be operated and values were adjusted automatically by the unit. The patient was transferred to an alternative ventilator. No detailed failure description was provided upon a request from hamilton medical ag. The logfiles have been provided but do not show any technical issues (te/tf) on the event date stated by the complainant. Conclusion: described behavior is not reproducible. No root-cause could be identified, because of insufficient information. Correction: the device was upgraded to the latest sw version and all service software tests passed.